Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative no 2019-dec-27 regarding a patient receiving baclofen (3000mcg/ml at 1041.3mcg/day) and fentanyl (100mcg/ml at 34.71mcg/day) via an implanted infusion pump. The indication for use was not specified. It was reported that the patient developed an infection and doctors elected to remove the entire system. No diagnostics were performed and the issue was considered resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found no anomalies. Analysis of the catheter ((B)(4)) identified an indentation in the seal material in the cup of the sutureless connector (sc) which did not affect the performance of the catheter. Analysis of the catheter ((B)(4)) found no anomalies on microscopic inspection, the catheter was patent, and passed pressure leak testing. The previously reported conclusion code no longer applies to this event and has been updated. The previously reported method code no longer applies to this event and has been updated. The previously reported results code no longer applies to this event and has been updated. Product ID 8596sc, serial# (B)(4)implanted: (B)(6) 2013, explanted: (B)(4) 2019. Product type catheter, product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.